Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised on (B)(6) 2022 due to dislocation. Approximately 28 days after the last surgery. The surgeon explanted 1 centered glenosphere with screw ø40, 1 stem ø32/10, 1 humeral cup 135/145° stability ø36+3, 2 centered glenosphere with screw and 2 cortical screws. The surgeon implanted 1 humeral cup stability ø40+9, 1 eccentric glenosphere with screw, 1 stem ø32/10, 2 cortical screws and 1 humeral spacer.